Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Infection: the cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was fever and infection during impella 5.5 patient support. While on support, the patient had a low grade fever and the patient¿s white count was slightly elevated. The patient¿s fever resolved. After a CT scan, bowel ischemia was found. It completely resolved.